Event description:
Customer states clot activator looks chunky or flaky (it's not the typical spray/streaky look), and there are issues with calcium and chloride readings on samples from these lot number of tubes. Customer advised they are currently using the abbott architect c4000. They have changed water filters and water bath, checked syringes and valves, cleaned/calibrated all probes, and of course recalibrated and double checked qc. Since 12/13/23, they have had 55 elevated chlorides and 42 elevated calciums, and they are not always occurring on the same tubes. Its completely possible that it is an issue with the analyzer however, they have not been able to find anything obvious yet, only the strange looking flakes in the tubes that they have never seen before. Customer advised that abbott tech service is coming on 12-20 to check their analyzer.

Manufacturer narrative:
Complaint (B)(4). Received 1rk 455071p/b2310358 for evaluation. Received customer pictures. We have no further inventory of the material/batches. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and additive according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Additive content was found to be within specification in all tested samples.the alleged malfunction cannot be confirmed.